Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2013 with blood glucose level was 588 mg/dl and at the time of incident 336 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer at the time she had been sleepy and she vomit. The customer was treated with intravenous fluids, intravenous drip and manual injection. The insulin pump will not be returned for analysis.